Event description:
Reporter alleged that the inform meter smelled of burning and that the plastic around the connector port had burnt plastic. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.